Event description:
The customer reported the device failed to power on. No patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and the reported symptom was confirmed. The issue was isolated to the optical switch, which was replaced to resolve this issue. The device then passed all required testing and remains at the customer site. Philips concluded that this was a malfunction of the optical switch.